Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield base unit (a3101) needed a replacement black end cap. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield composite series base unit, standard (a3101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received without an end cap on the left bracket, and the handle was out of adjustment. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.